Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed a cable break in the strain relief at the area of the astral connector and a battery error message. The external battery was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral displayed an error message when battery is connected and the battery is not charging. There was no patient harm or serious injury reported as a result of this incident.